Event description:
It was reported that the patient underwent a gynecological procedure for sui and prolapse on (B)(6) 2010 and mesh was implanted into the patient. Ams - infast ultra kit is referenced, but no clarifying information is provided. It is further reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient underwent bleeding, urinary problems and dyspareunia. It was reported that the patient concurrently underwent anterior and posterior colporrhaphy/repair, culdoplasty and perineoplasty. It was reported that the patient underwent a revision of mesh on (B)(6) 2014 by dr. (B)(6) at (B)(6). In addition, a device history review has been inserted into the file.  This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a revision surgery on (B)(6) 2009.